Manufacturer narrative:
High gradient. Device not returned.

Event description:
Reportedly, after implant, echo showed high mean gradients of 30-35mm hg with peaks of 50-55mm hg. Copy of echo will be sent for third party echo. Reading. The device has not been explanted. In 2009, received echo. Review results.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was not completed due to serial number and lot number are unknown. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, echocardiogram was received for third party evaluation. Third party evaluation was provided in the initial report.